Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic representative reported via email low blood glucose, high blood glucose, hospitalization, low battery alert, no delivery alarm and prime/fill anomaly. Customer's blood glucose has been as low as 40 mg/dl and as high as 600 mg/dl. Customer experienced diabetic ketoacidosis, ran out of supplies and needed to go to the hospital. Customer advised their low and high blood glucose levels sneak up on them and they have an ulcer on their foot. Customer's insulin pump rejects new batteries, has poor battery life, unexplained delivery alarms, the light on the display screen does not stay on as long as it used to and the insulin squirts out during the prime process.